Event description:
"Caller alleged discrepant results compared with the lab. Result as follows:" date: (B)(6) 2013, inratio: 4.5, lab: 1.5. Therapeutic range: unk. Technical service rep walked through test on non coumadin pt. Result=1.2. Therapeutic range: unk. Technical svc rep walked through test on non coumadin pt. Result=1.2.

Manufacturer narrative:
Pt had dialysis treatment 2 days prior to the inratio reading. Pt's condition as a cause of the unexpected results cannot be ruled out. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2013, inratio meter = 4.5 inr, reference = 1.5 inr, mean = 3.00, confidence limits + 1.8-4.2. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 300668 on (B)(4) 2013. Results as follows: donor: 212, inratio: 1.8, 1.9, 1.9, reference: 1.63, bias threshold: 1.13 - 2.13, %cv: 3.09. Donor: 202, 2.5, 2.7, 2.7, 3.43, 2.43 - 4.43, 4.38. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less then (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Pt's condition as a cause of the unexpected results cannot be ruled out. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, 8 discrepant result complaints were reported for lot #300668 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.